Event description:
Pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of medications for pain. Pt experienced wound dehiscence and a diphtheroid wound infection in 1999. The pt was treated for the infection and underwent pump reimplantation in 1999.